Manufacturer narrative:
Section d10: concomitant products: three peg patella, 200-02-29 - (B)(6). Ps cem. Femoral size 3, left - 234-02-03 - (B)(6). Cem trap tib tray - 204-04-33 - (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 73 year old female patient had an initial left tka on (B)(6) 2013. The patient was revised on (B)(6) 2024 due to poly issue. The 9mm size 3 liner and 29mm patella were removed and a 9mm size 3 liner and 26mm patella was implanted. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The device is not available for evaluation due to it was disposed at hospital. No other patient information/medical history reported.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses, third body wear, patient-related conditions, instability, or any combination of these possibilities. The reported wear of the tibial insert and the patella was able to be confirmed from the provided photos, but the likely cause could not be determined as the devices were not returned for evaluation and radiographs were not provided.